Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the diagnosis procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up due to the slow movement. Upon troubleshooting, fse found that there was a slow stand movement, the lab temperature was too hot. Fse calibrated the sensor, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and identified the device was too hot. It was cooled, and the device was returned to expected functionality.